Event description:
It was reported the customer's insulin pump was under-delivering insulin to their body. The customer stated the issue occurred after changing their infusion sets from other companies. Customer stated there was no alarms found in the alarm history. The customer also stated insulin was squirting out from their insulin pump. Customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.